Event description:
Like many women, extremely sick after having breast implants. Implants were done in (B)(6) 2003. Liver failure, addison's, hypothyroidism, gluten intolerant, ra memory problems, pain in chest and other body parts, chronic fatigue, blood tests not normal, extreme nausea-vomiting, weakness, passing out, many other symptoms.